Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer stated she was not coherent during the hospitalization. The customer also stated that the insulin pump is not giving very good battery life. Troubleshooting was not possible because the customer did not have another battery with her. The customer asked to have the insulin pump replaced.

Manufacturer narrative:
All operating currents were within spec and no unexpected low battery alarms were noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor. The insulin pump alarmed during the error test due to a faulty battery tube. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests due to the prime anomaly.